Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had no cannula after removing off the body. The customer reported high blood glucose of 468 mg/dl. The customer declined to troubleshoot for high blood glucose. The sensor will be returned for analysis.